Event description:
Report 2 of 3: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices splatter blood when the safety device is activated. There was no other health impact or consequences reported.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d3. Common device name: tubes, vials, systems, serum separators, blood collection d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown. Investigation summary: bd received 3 photos for investigation. The indicated failure mode of leakage was not observed in the photos, as they show unused product. The device history records(DHR) for lot 5121212 were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. A DHR for the unknown lot could not be performed. This complaint is unable to be confirmed for the indicated failure mode leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.